Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute integrity des was implanted in the rca. A grade c dissection (intercalation of the blood vessel) was identified. This was treated by implantation of another stent. The investigator assessed the event as not related to index device or anti-platelet medication. The patient is recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update received, reported dissection was not caused by this device. If information is provided in the future, a supplemental report will be issued.